Event description:
It was reported via repair work order that the bed exit was not working due to faulty load cells. It was further reported that the power cord sheathing was peeling from the base of the plug. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.